Event description:
Information was received that reported a patient was hospitalized in 2009, due and incident of hyperglycemia. Per the reporter the patient began experiencing elevated blood glucose on during the day on the day prior. He began vomiting after midnight on original date, and was brought to the hospital. He was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.